Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been evaluated by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported ventilator inoperative condition occurred. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's system board and oxygen blending module harness were replaced to address the issue.